Event description:
On (B)(6) 2010, husband reported the up and down buttons on the infusion device were not functioning properly. This was noticed when trying to view the infusion device bolus history. Issue first began a few days ago. Patient has worn this infusion device for over a year and boluses 4-5 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Both up and down buttons are raised and pop up after being pressed. Neither up nor down button produce beeps or vibrations on the infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.